Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. After a 35 x 18mm non-bsc stent was deployed, a 15mm x 4.50mm nc quantum apex¿ balloon catheter was advanced for post-dilatation. However, on the first inflation, the pressure did not increase further than 15 atmospheres. The device was checked and it was noted that the balloon had ruptured. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).